Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The device was received for analysis and the engineering report will be submitted within 30 days upon receipt.

Event description:
During removal of a 7f brite tip sheath introducer, a small piece of the tip was missing. The physician tried to remove from tissue but unsuccessful.

Manufacturer narrative:
As reported, during removal of a 7f brite tip sheath introducer, a small piece of the tip was missing. The physician tried to remove from the tissue but was unsuccessful. Attempts to gather further information have been unsuccessful. One non sterile si brite tip sheath f7 5.5 cm was received in a plastic bag. Per visual analysis, it was noted that a portion of the tip of the received sheath introducer had separated and it was not received for analysis. No other issues were found. The received unit was inspected under a microscope and evidence of elongations was observed at the surrounding areas of the separated portion of the tip. Also, sem analysis was performed with the following results: results showed that the surrounding areas of the separation presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/ pulling event could have influenced the separation of the cannula tip material. No other anomalies were observed that could have influenced the reported event. The csi unit od and ID were measured near to the tip separated condition and results were found within specification. A review of the manufacturing documentation associated with lot 17376878 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿brite tip/distal tip - separated-in patient¿ was confirmed as a portion of the brite tip sheath received was found missing. However, the exact cause of the separation found on the csi cannula could not be conclusively determined during the analysis. Procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.